Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer reported high blood glucose levels of 412mg/dl. And low blood glucose levels of 40mg/dl. Customer's blood glucose at the time of the call 212mg/dl. The customer also reported that the insulin pump makes a loud humming noise during rewind process. Troubleshooting occured. Advised insulin pump would replaced. No additional information was provided.